Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscipic cholecystectomy procedure, air leaked from both the devices with a hissing sound in about 30 minutes. Aeroperitoneum could be kept at least. Pneumoperitoneum apparatus was olympus, (high flow, abdominal air pressure 10ml). The devices were used with mainly an ultrasonic instrument and a 5mm abrasion forceps. Gauze was inserted and removed from the devices. Another device was used to complete the case. There were no adverse consequences to the patient.